Manufacturer narrative:
Lifescan (lfs) has requested return of the subjected product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In late 2008, the lay user/patient contacted lifescan (lfs) alleging that the "ok" button on her ontouch untra2 meter was stuck and/or sticking. The medical affairs specialist (mas) spoke with the patient on december 8, 2008 and obtained the following information. The patient reported that the alleged button issue began on november 18, 2008. The patient confirmed that she was able to test her blood glucose despite the button issue and did not make any changes to her diabetes management as a result of the issue. However, in addition to the button issue, the patient informed the mas that she also felt the meter was reading inaccurately low. The month prior, at approximately 5pm, the patient claimed she began to feel sluggish, sweaty, sleepy, extremely thirsty and had frequent urination. The patient stated that the symptoms she developed were suggestive of a high blood sugar; however, when she tested with the subject meter at the time of the symptoms she obtained a reading either in the "80 or 90 mg/dl" range. The patient reported that she manages her diabetes by taking 1 pill of januvia (100mg) every morning and if her blood glucose is equal to or greater than "200 mg/dl" she administers humalog insulin on a sliding scale. When she obtained the "normal" reading at the time of the symptoms, the patient stated that she just drank a lot of water, went to sleep, and woke up the next morning feeling better. Prior to developing the symptoms, the patient reported that she had obtained a reading of "92 mg/dl" with the subject meter that morning. In addition, she mentioned for the past 6 months she had not administered humalog insulin because all of her blood glucose readings were below "200 mg/ld." At the time of troubleshooting the alleged button issue, the customer care advocate confirmed there was no known trauma to the subject meter. At the time the mas spoke with the patient, the patient did not have the subject meter to confirm results stored in the meter's memory. Replacement product were sent to the patient. This complaint is being reported because the patient claims she obtained inaccurate low readings on the subject meter, skipped treatment based on the alleged results, and reportedly developed symptoms suggestive hyperglycemia after the alleged meter issue began.